Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00885101132, liner, lot # 62770259; item # 00771101020, femoral stem, lot # 62721129; item # 00877503202, femoral head, lot # 2778801. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-01652, 0001822565-2018-01653, 0001822565-2018-01654.

Event description:
It was reported that the patient is experiencing unresolved pain approximately 2 years post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Study - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Review of initial surgery operative notes shows that there were no intra-operative complications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.